Event description:
According to rptr the end user experienced a low battery alarm during a medication infusion. The pt attempted to change the battery, however after battery change could not get the pump to work. The pt presented to the hospital for completion of infusion. No adverse event reported.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. A device battery life test was performed with a new battery and the device was found to meet specification. The device motor was removed and bench-tested with no problems found. No operational or functional failure was detected and the product was within specification. The battery was not returned for eval.